Event description:
Event description cpi received information that this endotak endurance lead was removed from service due to high thresholds, the lead had dislodged. The physician could not reposition the lead, therefore, elected to remove and replace the lead. At the same procedure the atrial sweet tip rx lead was found to be dislodged and was removed.